Manufacturer narrative:
This supplemental report is being submitted to provide the review of the device history records (DHR), the device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. It was reported that device exhibited no image. The root cause was not identified. Probable root causes were identified: the reported issue occurred due to the ccd (charge coupled device) was damaged by a strong impact applied to the camera head or the cable of the camera head was twisted due to bending, twisting, etc. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
Device was received for evaluation. Device evaluation determined that the reported issue was confirmed. The device was found to have a faulty ccd (charge coupled device) and kinked cable causing no image. The identified parts needs to be replaced. The device was placed for repair.

Event description:
It was reported that device exhibited no image. It is unknown if the issue occurred during a case or during preparation for use. There was no patient impact or harm was reported.